Event description:
Nail was inserted into a delyaed union of a tibia fracture. Three months post-op the nail fractured through the distal most hole of the proximal set of interlocking holes of the nail, requiring removal.

Event description:
Nail was inserted into a delayed union of a tibia fracture. Three months post-op the nail fractured through the distal most hole of the proximal set of interlocking holes of the nail, requiring removal.